Manufacturer narrative:
All available information was investigated, and the reported unable to open clip was confirmed via returned device analysis. Additionally, the device was observed to be unable to close clip. The mandrel was observed to be protruding, the release crimper was loose, crimping camp was corroded, and the collet was broken and corroded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported unable to open clip, observed unable to close clip, protruding mandrel, and loose release crimper were cascading events of the observed broken collet. The observed corroded release crimper and corroded collet appear to be due to post-procedural circumstances (residual saline solution left in the device from preparation). The investigation determined the reported broken collet to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that during preparation, the clip was unable to open. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. The returned device analysis reported the clip was unable to close.